Event description:
Customer reported that during routine daily testing, the defibrillator would not power up correctly. No reported pt involvement. Service rep duplicated the reported condition. Device repaired and proper operation confirmed.